Event description:
It was reported that the patient's blood glucose level rose to 19 mmol/l (342 mg/dl) while wearing the pod between 5 and 24 hours. The pod was wet with insulin and the viewing window had some condensation build up. As treatment, a new pod was applied. The device investigation observed a cannula damage and fluid leakage during testing.

Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Lot release records were reviewed and the product lot met all acceptance criteria.